Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument had an issue. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified at the start of the procedure. There was no damage visible on the instrument or a loss of cautery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken main tube approximately 45.33 mm from the distal tip. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. Components adjacent to this broken main tube did not show damage. Additionally, the instrument had a dislodged proximal clevis at the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.